Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740 (software version: 1.2.0). Device evaluation: a software analysis was completed utilizing a log analysis methodology. The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the image from the medtronic imaging system was not transferring to the navigation system. The imaging system had a nav tag on the 3d image, and the navigation system would say image transferring and then would state that it won't connect. This occurred with both the auto-transfer and manual transfer. Technical services (ts) had the medtronic representative who was present disconnect the network cable from the navigation system and reboot the system. The image was then able to manually transfer to the navigation system. Resolution of the issue was confirmed on call. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.